Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, the pain persisted with therapy off too. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was repositioned addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.